Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use and after centrifugation a crack was noticed in tube with a bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg. The following information was provided by the initial reporter: reception of a cracked tube. Observation of the crack after centrifugation. Additional information from initial reporter: exposure to blood on hands.

Manufacturer narrative:
H.6. Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for cracked tube with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during use and after centrifugation a crack was noticed in tube with a bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg. The following information was provided by the initial reporter, translated from french to english: reception of a cracked tube. Observation of the crack after centrifugation. Additional information from initial reporter: exposure to blood on hands.